Manufacturer narrative:
This report is submitted on november 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a migration of the internal magnet. Revision surgery was performed on (B)(6) 2017, in order to place the magnet back in the pocket, however, it was discovered that the silicone was torn. Subsequently, the device was explanted at the patient was reimplanted with another cochlear device during the same surgery.